Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had an infected total hip and was revised.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. A product history search revealed no additional complaints against the related part and lot combinations. This device is used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined with the information provided.